Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's 3186 model lead had migrated. Consequently, surgical intervention was taken and the physician placed another lead in a lower position. The patient reported receiving stimulation therapy coverage postoperatively.